Event description:
It was reported by the customer that there were some spliced wires near the footend of the bed. They rubbed against a metal panel and reportedly created a spark. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Method: bed evaluated by user facility; they contacted stryker technical support and worked through the issue over the phone.